Event description:
The customer reported poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and video controller. System operates as intended. (B) (4).